Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6; health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/01/2025, it was reported by the parent that the patient was walking when he suddenly fell and experienced a loss of strength 6 days after the sensor was put on the arm. His wife gave him some sugar gummies. He was sweating and feeling chilled at the time. Since he started feeling better, he did not call for an ambulance. His strength gradually returned after about an hour. When the patient experienced the symptom, the cgm ranged between 84¿105 mg/dl. The bg was not checked until after treatment. He uses tandem tslim in modified closed loop and noted that insulin had suspended. When the patient was home, he checked his blood sugar with a fingerstick, which read 117 mg/dl, while the cgm showed 94 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.